Manufacturer narrative:
Product event summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the device had an unexpected longevity due to high left ventricular (lv) lead outputs. It was also reported that the lv lead had high thresholds. The device was explanted and replaced. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2011; 5076-58 lead, implanted: (B)(6) 2011. (B)(4).